Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip opened and closed very nicely, and captured a lot of tissue. At the request of the physician requested, the nurse attempted to the clip to deploy the clip; however, the clip could not be detached from the catheter. The nurse repeated the deployment steps, by opening and closing the handle all the way, but still the clip could not be detached from the catheter. It was also noted that the physician pushed the catheter in and out very rapidly trying to get the clip to detach from the catheter, but this too did not work. The physician finally pulled very firmly on the catheter, the clip was eventually detached from the catheter, and remained in place without causing any trauma to the tissue. The procedure was completed at this time. There were no patient complications reported as a result of this event.